Event description:
Procedure: vertical banded gastroplasty. Reportedly, when the instrument was fired by doctor it only laid down two rows of staples. The staple line of two rows instead of four was not anticipated and not observed by the surgeon. Four days later the pt died as a result of a perforation of stomach.